Manufacturer narrative:
The complaint device is not returned and therefore a physical evaluation cannot be performed. From the reported details of the event, it is unknown if the plate was correctly loaded into the expressew iii auto capture. No further procedure details were provided to determine the root cause for the reported issue. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. Based on the overall complaint rates for this failure mode, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a shoulder procedure that the expressaw iii auto capture plate fell off into the patient¿s joint space. The sales rep reported that x-rays were done, and the plate was retrieved. The surgeon completed the procedure with another like device with no patient consequence; there was a 30 minute delay. The sales rep reported that the surgeon had used the device 10 times prior. The sales rep reported he was not present, but had instructed the or staff on loading the device. The sales rep reported that upon inspecting the device after the procedure he found the back 2 prongs of the plate to be severely bent. The plate is being returned for evaluation.